Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the cross connector torque wrench was not properly engaging and slipped out of the cross connector set screw during surgery. The procedure was able to be completed using this torque wrench without reported patient impacts.

Manufacturer narrative:
The returned torque wrench was examined and no issues were discovered. A functional check with a mating cross connector showed that the torque wrench was able to tighten the set screws as expected. The dimensions were measured and found to be within specification. The failure was not confirmed. A review of the DHR did not find any which would have contributed to this type of event.

Manufacturer narrative:
Correction: event date is unknown.